Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device did not seal the vessels properly. The patient was reported to have had minor bleeding. It is unknown if regrasp alarm or end tones were heard. There was no injury to the patient.